Event description:
It was reported that the patient presented for in clinic check up due to non-sustained right ventricular oversensing (nsrvo) episodes on their device. It was discovered that the nsrvo episodes were caused by a loss of capture on the patient's right ventricular (rv) lead. No intervention took place at the time. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.